Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nasogastric tube was leaking. Per additional information received via phone on 21-dec-2022, it was reported that the customer had used the connection that was not indicated to bd. It was also stated that they had been hooking it up to a feeding administration set for continuous feed which was not bd ng tubes. Representative reviewed the indications that were short were short from feed and suggested that the customer needed a connection which allows for the suction tubing.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable.

Event description:
It was reported that the nasogastric tube was leaking. Per additional information received via phone on 21dec2022, it was reported that the customer had used the connection that was not indicated to bd. It was also stated that they had been hooking it up to a feeding administration set for continuous feed which was not bd ng tubes. Representative reviewed the indications that were short were short from feed and suggested that the customer needed a connection which allows for the suction tubing.